Manufacturer narrative:
The field service engineer cleaned and adjusted the rinse tubing. He replaced the cuvettes and performed a cell and instrument check with passing results. He performed qc with acceptable results. The customer's calibration results, qc results, and sample pre-analytic details were requested but not provided. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas c 501 module. The patient's initial na result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial na result was 178 mmol/l. The patient's repeat na result was 138 mmol/l. The customer determined the repeat result was correct. The na electrode lot number and expiration date were requested but not provided.